Event description:
Complainant alleged that while attempting to treat an 80-year-old female patient, the device issued a "shock advised" prompt for a heart rhythm they believed was non-shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device passed all testing successfully. Review of the device log found no evidence of the reported event on (B)(6) 2022. Clinical data shows an event on (B)(6) 2022 where two analyses were performed and both resulted in no shock advised prompts. There are no occurrences of a shock advised outcome during the event. The device was recertified and returned to the customer. It is important to note that the g3 AED operator guide states that the AED should not be used on patients that are responsive or breathing normally. Analysis of reports of this type has not identified an increase in trend.